Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level greater than 300 mg/dl. The customer changed the infusion site. A correction bolus was delivered via the pump and the bg level dropped back to normal. The customer thought the high bg was due to the infusion site. Reportedly, the customer was using apidra in the cartridge.